Manufacturer narrative:
This case with patient identifier (B)(6) (system 1) is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 234 mg/dl (system 1) and 48 mg/dl (system 2). At this time, the user had hypoglycemia symptoms and was sweating, shaking, having tremors.